Event description:
It was reported that during the pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that when the physician was aspirating sheath air ingress was noted. The sheath was also leaking blood. Pressure bag was used for the irrigation of sheath. The guidewire was flushed with the distal tip of the catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When there is any further relevant information obtained, a supplemental medwatch will be filed.